Manufacturer narrative:
Approximate age of device - 2 months & 26 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient expired due to iatrogenic pulmonary artery avulsion injury. Lvad relation to outcome/cause of death cannot be conclusively excluded at this time. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Despite multiple attempts, no further information was provided. The device was not returned. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.